Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) mere on (B)(6) 2019. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated she passed out on (B)(6) 2019 and her husband called the paramedics. She stated that she was brought to the hospital and was provided dextrose 50 via intravenous (IV) therapy. She stated she experienced inaccuracies that same day; however, they did not specify if the adverse event was caused by the cgm. At the time of contact, the patient¿s blood sugar was still high. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.